Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to unintended use error. The guide wire was returned fractured at the spring tip. Scanning electron microscope (sem) analysis does not show evidence of spin over damage. The fracture face shows evidence of ductile torsion. Although there is no clear evidence that the spring tip was spun over, complaint details state that the viperwire was accidentally pulled. This caused the oad crown to make contact with the viperwire spring tip fracturing it. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), warns: ¿always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply.)

Event description:
It was reported that the viperwire advance coronary guide wire with flex tip was to be used with diamondback 360 precision coronary orbital atherectomy device (oad) for treatment of severely calcified, non-tortuous lesion in left anterior descending artery (lad). The vessel was primarily wired with unspecified guide wire which was exchanged for the viperwire. There was no difficulty wiring or delivering devices. During treatment while initially advancing the oad over the viperwire on glideassist, the viperwire was accidentally pulled. This caused the oad crown to make contact with the viperwire spring tip, leading to a fracture. The detached fragment remained in distal lad. The fragment was snared without further complication. No atherectomy treatment was able to be performed. The procedure was successfully completed with balloon angioplasty and stent placement. The patient was stable.

Event description:
It was reported that the viperwire advance coronary guide wire with flex tip was to be used with diamondback 360 precision coronary orbital atherectomy device (oad) for treatment of severely calcified, non-tortuous lesion in left anterior descending artery (lad). The vessel was primarily wired with unspecified guide wire which was exchanged for the viperwire. There was no difficulty wiring or delivering devices. During treatment while initially advancing the oad over the viperwire on glideassist, the viperwire was accidentally pulled. This caused the oad crown to make contact with the viperwire spring tip, leading to a fracture. The detached fragment remained in distal lad. The fragment was snared without further complication. No atherectomy treatment was able to be performed. The procedure was successfully completed with balloon angioplasty and stent placement. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.